Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. On (B)(6) 2025 the customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. The customer addressed elevated bg with a manual injection. Customer changed pump supplies to address the issue.

Manufacturer narrative:
Updated information: b1, b3, b5, h6 -remove: 4607, h6- add: 4608, 4503.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with an elevated blood glucose (bg). Bg value not provided; cause was not known. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue. Reportedly, the customer had kidney damage. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.